Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the report of driveline damage could not be confirmed as no images were provided and there is no product available for investigation. A specific cause for this event could not be conclusively determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarms, and the pump appeared to be functioning as intended. The account communicated that the patient had a slit noted in the driveline sheath. The patient remains ongoing on (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a slit was noted in driveline sheath. During log file analysis, only routine events were captured. Additional information was requested, however was not provided.